Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the manufacturer date was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: 9. Preparation and inspection. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source experienced a b30 scope communication error. There were no reports of patient harm. The customer was advised to power off the device before inserting the scope, then power on after scope was inserted. Additionally, the customer was advised to clean scope contacts with 70% isopropyl alcohol and reseat the cable between the light source and the video system center. The issue was resolved.

Manufacturer narrative:
This report is being supplemented to provide information based on the physical evaluation of the returned device. Additional information added to fields d9, h3, h6 (type of investigation). The device was returned to olympus for inspection, and the customer's complaint was confirmed. There is no change to the legal manufacturer's investigation based on the device evaluation.

Event description:
It was reported the connecting tube had a broken tab out of the box. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.